Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an unknown fault code (fc). A boston scientific technical services (ts) consultant suggested performing an interrogation on the device to determine what the fc was from. The local area sales representative was contacted for additional information, but was unable to provide additional detail at that time. Additional information was provided that the device was later explanted due to normal battery depletion and was returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.